Manufacturer narrative:
No probe sample or video was returned for evaluation for the report of metal particles in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue could not be determined. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that he has observed metal particles, "about twenty percent of the time", in the patients eyes after using the vitrectomy probe during a vitreal-retinal procedures. The particles were not removed. There was no harm to the patients. The product samples were discarded. No additional information is expected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon indicating tiny metal shavings from 23 gauge and 25 gauge vitrectomy probes have been seen in multiple eyes over many years. No patient harm has been reported.

Manufacturer narrative:
No probe samples or video were returned for evaluation for the report of metal particles in the eye; therefore, the condition of the product could not be verified. No lot numbers were identified with the complaints; therefore, a lot history review could not be conducted. Because samples were not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint samples were received to determine a root cause. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing the manufacturer internal reference number is: (B)(4).